Manufacturer narrative:
(B)(4). Section h4 device manufacturer date was corrected from initial report. Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in germany for service, where it was visually inspected by a trained f&p technician. Our investigation is therefore based on the photographs and information provided by our service centre in germany. Results: during the service, the head case of the infant warmer was found to be cracked. Conclusion: we are unable to determine the cause of the cracked infant warmer head. The warmer head of the iw990 infant warmer can be swivelled 130 degrees from the center and is susceptable to impact damage particularly if the head is swivelled. It is also worth noting that the subject iw990 infant warmer is over 16 years old. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) representative of an issue with the iw990 wall mount infant warmer. Upon device assessment at fisher & paykel healthcare (f&p) regional office in germany, it was discovered that the upper head case were cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative of an issue with the iw990 wall mount infant warmer. Upon device assessment at fisher & paykel healthcare (f&p) regional office in (B)(4), it was discovered that the upper head case were cracked. There was no patient involvement.